Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was torn during implantation. The lens was implanted and removed without patient injury. An mtc-60c cartridge, lot number 1171966, was used during surgery. The model and lot numbers of the injector were unknown.